Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet had failed to advance in the right atrial (ra) lead. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. A complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The lead was tested with stylet, and insertion restriction was noted at the distal region. After dissecting the lead, blood/tissue were noted inside the inner coil. The cause of the reported event was due to the blood/tissue clogged inside the inner coil.